Event description:
The customer indicated the sys failed to expose larger pts due to insufficient kv power. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The kv and ma were adjusted. The sys was then found to be working as intended.